Event description:
The customer reported receiving an error code 1007 while in clinical use. There was no patient and/or user involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.